Manufacturer narrative:
The referenced initial pump exchange was reported under medwatch MFR report # 2916596-2016-02460. (B)(6). Approximate age of device ¿ 0 days (exchanged during the implant procedure). The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, while in the operating room during a pump exchange procedure, it was reported that the newly implanted pump would not start for 5 to 10 minutes. The prepared pump had been tested in a water bath before implant without any problems. The pump reportedly worked at the starting speed of 6000 rpm and reached an estimated flow of approximately 2.5 l/min. After 1 minute the pump speed was increased to 9200 rpm but the estimated pump flow decreased to 0 l/min. The patient was urgently placed on extracorporeal life support (ecls). The pump and outflow graft were removed and replaced with a second new pump and outflow graft. Upon inspection of the removed pump, thrombus material was noted in the outlet stator/bearing area; however, it was reported that stasis of non-heparinized blood had occurred during the replacement of the pump. The pump was run in a water bath at the implanting center after removal and it reportedly ran with flow observed from the pump. It was also reported that if thrombus material had been sucked into the pump causing an occlusion, or if there was another type of obstruction, it cannot be confirmed because of the rinsing of the pump during the testing. There were no reported issues with the second pump. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of a decrease in the estimated pump flow rate to 0 lpm was confirmed through the evaluation of the submitted system controller log file. Review of the log file showed that the pump operated at the fixed speed of 9200 rpm for approximately 15 minutes while the pump power and estimated flow values remained in the low ranges of 1.7-3.3 watts and 0-2.3 lpm, respectively. Low flow hazard alarms were active during this entire time frame. Despite the reduced pump power and estimated flow values, no interruptions in pump function were captured while the pump was connected to a power source. The report of depositions in the explanted pump was confirmed based on the photos provided by the user facility. The photos of the distal-side of the outlet stator showed a deposition in this location consistent with tissue-like clotted blood that had remained stagnant as reported. In addition, the photos showed evidence of a white deposition adjacent to the outlet bearing ball as reported. However, the deposition's size, texture, structure, and adherence to the bearing ball could not be conclusively determined based on the photo. Upon disassembly of the returned pump, visual examination of the pump's blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Traces of tissue were found on the outlet bearing cup and the proximal-side of the outlet stator and contact marks were noted on the outlet section of the rotor, indicating that a deposition was present in the outlet stator at some point while the pump was operating; however, the origin of the deposition and a timeframe for which it was present in this location could not be determined as it was no longer present upon receipt of the pump. The reported thrombus observed in the outflow graft could not be confirmed as the outflow graft was not returned for analysis. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The returned pump was functionally tested under normal operating conditions. The data retrieved from this testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process and the pump operated as intended. A specific cause for the low estimated pump flow and pump power values and a correlation to the observed depositions could not be conclusively determined based on the evaluation of the returned device. Device thrombosis is listed in the instructions for use as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.